Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implantable pump. The indication use was for intractable spasticity. The healthcare provider (hcp) reported volume discrepancies where actual amount was higher than expected since (B)(6) 2021 and the last two refills they got back about double what they expected. It was noted that they expected 4.3 ml and got back ~9 ml. The patient was getting good therapy and not having any symptoms of underdose. Reviewed checking logs and catheter troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated that there were no active alarms. It was also reported that no actions/interventions had been implemented and that the hcp was planning to monitor for future refills. When asked if the volume discrepancy issue had been resolved, the hcp indicated that they would assess at the next appointment on (B)(6) 2024. The patient's weight was also provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at approximately 1000 mcg/day via an implantable pump for intractable spasticity. It was reported that since july 2023 they had noticed volume discrepancies where they were aspirating double the estimated amount (i.e erv 4.3 and arv 9ml and erv 3.8ml and around 9ml). The hcp stated they had increased dosing as time had gone. The hcp stated they gave a bolus with minimal results. No motor stalls but today they decided to do a roller study and were asking for this procedure. Technical services discussed the procedure and emailed a copy of the procedure. The hcp stated they had not done a catheter access port (cap) dye study yet.